Event description:
It was reported that there was an infection. The date of implant was 2014 (B)(6). The event occurred during ¿post-op.¿ there were no diagnostic testing or troubleshooting performed, it was ¿not required.¿ the physician explanted the pump on 2014 (B)(6) from the lower left abdomen and then implanted a ¿new pump into the lower abdomen.¿ patient¿s status at the time of report was ¿alive-no injury.¿ additional information received reported the infection was at the pump incisional site. There was redness, swelling and the incision was separating. The pump system was delivering gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711, lot# j11447r25, implanted: 2003 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(4).